Event description:
It was reported that a pump inversion occurred and was diagnosed through examination/palpation. The flipped pump was resolved by manually returning the pump to the position. It was resolved without sequelae. It was reported that a low reservoir and an empty reservoir alarm occurred. The pump was infusing dilaudid, bupivacaine, and baclofen.

Manufacturer narrative:
Concomitant medical device: product ID 8835, serial# (B)(4). Product type: programmer, patient product ID 8781, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient¿s pump was reportedly revised on (B)(6) 2013 and the patient still had post-op pain at her last appointment on (B)(6) 2013. No further information was provided. The previously reported information ¿it was reported that a low reservoir and an empty reservoir alarm occurred¿ pertains to a different event.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received clarified the pump inversion resolved on 2013 (B)(6). The previously reported information regarding the revision surgery that took place on 2013 (B)(6) and the post-operation pain will now be reported under manufacturing report # 3004209178-2013-17194. Any additional information received regarding the second occurrence of pump inversion due to the flipped pump will be reported under this manufacturer report number (#3004209178-2013-17194.)